Event description:
Report received of "sparks coming from a pump" while in use on a pt. According to the customer contact, they had just left the hosp in an ambulance for a non-emergency transport when the pump was alarming with a low battery alarm. The pump was infusing normal saline at 150ml/hour, and was plugged into the generator in the ambulance after the alarm occurred. The pump then "began to smoke". Sparks were reported to be coming out of the pump near the pole clamp where the power cord enters the pump. The pump was immediately unplugged and the IV was removed from the pump. The IV solution was run by gravity and the pump was placed in the front of the ambulance away from the pt. There was no reported harm to the pt or any healthcare professional. Once the pump was unplugged, no further smoking or sparks were noted.